Event description:
The customer reported an intermittent issue while monitoring a pt using pads. They reported getting an analysis interrupted message when no one was in contact with the pt. The customer reported that the pt had an implantable defibrillator. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported an intermittent issue while monitoring a pt using pads. They reported getting an analysis interrupted message when no one was in contact with the pt. The customer reported that the pt had an implantable defibrillator. There was no negative pt impact. The device was evaluated at philips. The reported symptom was not reproduced. The electronic event summary shows a pads ECG waveform throughout the event with intermittent high frequency, thick ECG waveform with artifact/noise. The device passed all testing and was returned to service as of (B)(4) 2012. There has been no further request or service calls for this device. We are unable to determine the cause of the malfunction as the symptom was not duplicated.